Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No unexpected button error alarms noted. All buttons function properly. Insulin pump had a corroded keypad traces noted during visual inspection. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that the insulin pump alarmed button error. Customer's blood glucose reading was 134 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.